Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, d9, h2, h3, h4, h6 olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels cfu: 5cfu bacterial identification: kocuria rhizophila, staphylococcus hominis sampling date: (B)(6) 2025 sampling from: all channels cfu: <1cfu bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where an additional potential adverse event was confirmed where foreign material was found on the insertion part of the distal end. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 59 colony forming units (cfus) of klebsiella pneumoniae ssp pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.